Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz879 number, and no non-conformances were identified. Additionally it was received for analysis four empty labeled winding former and five dispensed needle-sutures combination of product code d6885, lot pdz879. During the visual inspection of the dispensed needles-sutures, the swage and attachment area of the needle were noted to be as expected; but, the suture present filaments, fraying suture and damaged along of strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. It was received for analysis unopened samples of product code d6885, lot pdz879. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problem and examined, no defects, damage or fraying suture along of the strands were observed.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance ¿ fraying suture intra-op was found.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bilateral tarsal strip procedure on (B)(6) 2019 and suture was used. The sutures were fraying when straightening out. A similar device was used to complete the case. No patient consequences were reported.